Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2017: hydromorphone with concentration 6 mg/ml and bupivacaine with concentration 25.5 mg/ml. The pump was in stopped pump mode. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the cause of the motor stall had not been determined. It was reported that the motor stall had not been resolved. It was reported that the pump was still implanted in the patient, and was unknown whether it would be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: product type catheter conclusion code (B)(4) applies to the catheter. Conclusion code (B)(4) remains on the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) the pump was replaced on (B)(4) 2017 and would be sent back for analysis. The catheter was not patent and was replaced. The catheter was discarded and would not be sent back for return.

Manufacturer narrative:
The (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that on (B)(6) 2017 the pump was put into minimum rate mode and the alarm was silenced. It was reported that the pump started alarming again and the hcp would like to permanently disable the pump as the patient was going on vacation and didn't want to hear the pump alarm. The technical service specialist provided the pump off passcode to the rep and the hcp would update. It was reported that the patient was due to have the pump replaced (B)(6) 2017. It was reported that logs revealed a new stall and recovery on (B)(6) 2017. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via intrathecal drug delivery pump at an unknown concentration, dose and frequency for post lumbar laminectomy syndrome and spinal pain. It was reported that the pump was alarming or beeping. It was reported that the patient was hearing 3 single beeps and 3 double beeps. It was reported that after a week of hearing critical and non-critical alarms, the patient called the healthcare professional. It was reported the patient was coming up for a replacement soon. There were no reported symptoms. Additional information was received via the manufacturing representative from the patient, who was receiving dilaudid at a concentration of 6 mg/ml and an unknown dose via intrathecal drug delivery pump. It was reported that the pump started alarming one week before the date of this report. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported that interrogation was performed and motor stall occurred. It was reported that surgical intervention was planned but not scheduled: the pump would be replaced. It was reported that the issue was not resolved at the time of this report. It was reported that the patient status at the time of this report was "alive - no injury." There were no reported symptoms. No further complications were reported.